Event description:
It was reported that tube push off occurred during use with bd vacutainer® push button blood collection sets. The following information was provided by the initial reporter, "21g butterfly lot # 9102949 had to hold tube tight to butterfly to fill tube, if not holding tube to hub it will pop off the needle. 7/30/19. 21g butterfly lot # 9102949 primed tubing for a ptinr test, placed blue tube in vacutainer, air bubbles followed into tubing towards blue top tube 7/30/2019 techs have to put a lot of pressure to hold tubes on end of luer, tubes popping off easy and stops blood flow. Must put a lot of pressure to hold into place."

Manufacturer narrative:
H.6 bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lots was not observed as all product specifications were met. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred during use with bd vacutainer® push button blood collection sets. The following information was provided by the initial reporter, "21g butterfly lot # 9102949 had to hold tube tight to butterfly to fill tube, if not holding tube to hub it will pop off the needle. 7/30/19. 21g butterfly lot # 9102949 primed tubing for a ptinr test, placed blue tube in vacutainer, air bubbles followed into tubing towards blue top tube 7/30/2019 techs have to put a lot of pressure to hold tubes on end of luer, tubes popping off easy and stops blood flow. Must put a lot of pressure to hold into place."